Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) failed the incoming functional test "backlight on-off difference". The hanger assembly and lower case were broken. Capacitor c277 was damaged on the main printed circuit board (pcb). There was contamination on the keypad however it was functional. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for calibration and testing subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.